Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked on the morning of (B)(6) 2025, while preparing a patient for an IV infusion using an indwelling needle, a fluid leak was noted while sealing the tube, and the patient was given a new indwelling needle. After replacement, there was no further leakage and no adverse reaction.

Manufacturer narrative:
1. DHR/bhr review (lot#4352312): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025, and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. The retained sample of this batch is taken for 45psi leakage test, the test result showed that no leakage was found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.